Event description:
It was reported by the patient that they get very exerted and tired when biking and that the implantable pulse generator (ipg) has been adjusted several times. The patient also reported that a pocket revision was performed because the device was sticking out. Follow-up information from the clinic indicates that the patient has been seen and the device was functioning appropriately. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).